Event description:
Additional information was received that the rv lead was replaced. The patient was stable.

Event description:
It was reported that, noise resulting in oversensing causing pacing inhibition was reported on the right ventricular (rv) lead. Rv lead damage was suspected but this was not confirmed. Imaging was performed; no anomalies were noted. The device was reprogrammed, but this was not successful in resolving this event. No additional intervention has been performed. The patient was stable.